Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6. Imdrf code f2303 is being used to capture the reportable event of medication required. Device evaluation. Block h11. The overstitch nxt was not returned for evaluation, and no media was available for analysis. The reported events could not be confirmed. The ship history could not be completed because the required documentation was unavailable. A review of the device history record (DHR) could not be performed because the ship history review could not be completed due to the unavailable documentation. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: nausea, vomiting and pain, abdominal. Based on all gathered information, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the events of medication required and imaging required, it happened during the procedure, and the most probable cause of these reported issues cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. After the procedure was completed, the patient reported nausea, vomiting, and abdominal pain. An x-ray was performed. The patient received fentanyl, oral potassium chloride, IV hydration, and IV zofran.